Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient, with a history of bilateral total hip arthroplasties for end-stage osteoarthritis, sustained a fall on (B)(6) 2024 onto the left hip, resulting in immediate pain and inability to bear weight on the left lower extremity. Imaging revealed a comminuted vancouver b2 periprosthetic femoral fracture, periprosthetic osteolysis, and loosening of the femoral stem. On (B)(6) 2024, the patient underwent open reduction and internal fixation of the left femur, along with revision of the left total hip arthroplasty due to the periprosthetic femoral fracture, metal-on-metal articulation, and aseptic lymphocyte-dominated vasculitis-associated lesion (alval) secondary to metallosis. Following the revision, cobalt-chromium levels remained elevated and a fluid collection was found in the contralateral right hip, prompting revision of the right hip on (B)(6) 2026. Doi: (B)(6) 2009. Dor: (B)(6) 2024. Affected side: left hip. This report is related to (B)(4) which captures the right total hip arthroplasty.